Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when using the device on the bile duct and vessels, the clip applier kept jamming and not releasing clips. They opened another clip applier to complete the case. There was no patient injury.